Event description:
During in clinic follow up, increased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.